Event description:
This is a solicited case report received from a physician in (B)(6) on 30-aug-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert), lot number 704971, inserted for contraception on (B)(6) 2010 and was involved in a observational company-sponsored study, (B)(6). Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure&#59408;permanent sterilization method, as measured by the absence of pregnancy. (B)(6). In 2013 the patient experienced menorrhagia and therefore the patient was hospitalized. Essure was removed on (B)(6) 2013 (hysterectomy performed) and patient recovered from menorrhagia. The evaluation of the relation of the event to essure was not provided by investigator. Follow-up received on 02-sep-2016: the investigator considered the event unrelated to essure. Follow-up received on 12-sep-2016: quality-safety evaluation of ptc: (B)(4). Lot number 704971. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no similar ae cases identified. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed, study case report refers to a female patient who was involved in a non-interventional company-sponsored study, (B)(6). She had essure (fallopian tube occlusion insert) inserted and experienced menorrhagia. A hysterectomy was performed. According to additional information, the investigator considered the event as unrelated to essure. The event is serious due to hospitalization and listed in the reference safety information for essure. In this case, patient experienced this event about 3 years after essure insertion. Upon receipt of additional information and in line with investigator's assessment, the company considers this event as unrelated to essure and therefore this case was not classified as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. A review of similar cases for this batch resulted in no similar adverse event cases identified.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs